Manufacturer narrative:
Final analysis found that the insulation was abraded at 14.8 cm - 15.0 cm from the connector pin which could have caused the reported noise anomaly.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun